Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the carbohydrates settings turned "on" on her previous pump, and upon receiving the replacement pump, the customer did not input this setting correctly. Reportedly, the customer delivered a bolus and did not realize that the carbohydrate settings was not on and delivered too much insulin. The customer's blood glucose level was 67 mg/dl. To treat the low bg level, the customer consumed soda. The customer stated this was due to user error. Tandem technical support assisted the customer on successfully updating the carbohydrate settings on the pump. The customer declined further follow-up and was satisfied with the information provided.